Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the Abbott Diabetes Care (ADC) device. The customer received unspecified high readings on the ADC device compared to readings obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dL per minute). The customer experienced a loss of consciousness and subsequently had contact with non-healthcare professionals(family members) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device reading of 213 mg/dL was compared to a reading of 86 mg/dL obtained on a competitor brand meter. When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. It is unknown when these readings were obtained in relation to the reported medical event.